Event description:
Overdelivery reported. The pump was set to infuse heparin (25,500u/500ml) at 1300u/h (26ml/h). A new container was hung at 0200 and found empty at 0800. The expected delivery time for the container was 19 yrs. The pt did not experience any adverse effects. The heparin was held for 5 hrs until the next labs were drawn. The infusion was ordered to be discontinued at that time. No add'l info was available.